Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unreadable. There was no impact to the customer's blood glucose due to this reported issue. Reportedly, customer reverted to manual injections for insulin therapy.